Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The quality control (qc) results were within range on the date of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the integrated multi-technology (imt) rotary valve assembly, performed power flush procedure and ran a quick check, which passed. The cse replaced the imt sensor and then calibrated the imt and ran dilution check, which failed. The cse ran serum qc and precision testing, which passed. The cse ran patient comparisons with another dimension vista instrument and obtained good correlation. The cse ran urine qc, which were within range. Siemens is investigating the issue.

Event description:
A discordant, falsely depressed sodium (na) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument (serial number (B)(4)), resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na result.

Manufacturer narrative:
The initial MDR 2517506-2017-00024 was filed on january 6, 2017. Additional information (02/03/2017): a siemens headquarters support center (hsc) specialist reviewed the instrument and service data related to this event, and determined that the discordant, falsely depressed sodium result was due to a plug in the system or a failure of the rotary valve impacting the fluid positioning of the sample across the sensor. The power flush and replacement of the rotary valve assembly resolved the issue. The instrument is performing according to specifications. No further evaluation of the device is required.